Event description:
It was reported that the log file captured what appeared to be a system controller install and pump restart event on (B)(6) 2025 at 11:04:20. The pump ramped up too 5500 revolutions per minute (rpm) with no issues. The log file ended at 13:15:11.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section d4: the incorrect serial number was entered in the initial report. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h4: incorrect manufacturing date was entered in the initial report. Device serial number was not provided, and manufacture date (h4) cannot be determined. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 10mar2025 was reviewed. The driveline was observed to have been connected to the system controller for the first time on (B)(6) 2025 at 11:04:20, indicating that this was the patient¿s backup controller. This also indicates that a system controller exchange had occurred. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and the reason for the controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.